Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing and inappropriate therapy. An invasive procedure was performed and a fracture near the pace/sense portion of the transvenous defibrillation lead. The physician elected to explant the ICD and lead. The ICD is not released in the united states and is covered by an advisory letter which identifed the possibility of an abnormal rise in pacing thresholds and impedance that caused loss of capture in a few cases. A new ICD and lead were implanted.